Event description:
It was reported from a welch allyn representative that an demo aed20 defibrillator did not deliver a shock. Date of event is not known at this time. Utilized for demonstration - no patient involvement.

Manufacturer narrative:
Additional information has been requested and a supplemental shall be submitted once information is received and analyzed.